Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the staples were malformed; they did not have the correct "b" formation. Surgeon fired the stapler along the broad ligament three times on each side. The stapler fired normally; however, the surgeon noticed later abnormal bleeding/oozing along the staple line. Upon further inspection of the staple line in conjunction with suction, he noticed that there were a number of malformed staples and that the bleeding continued. Since hemostasis could not be achieved, the procedure was converted to an open procedure. Under direct vision, the surgeon noticed opened, malformed staples (various shapes, not "b" formation) as well as properly formed staples (correct "b" formation) were present in the tissue. The surgeon meticulously removed the "open length" staples and the malformed staples from the tissue. The surgeon used sutures to achieve hemostasis and proceeded to a total hysterectomy. The surgeon did not see any malformed staples loose inside the uterus (only staples with proper "b" formation were present in the tissue). The addtional operating time was about one hour. One device and five reloads are being returned.